Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator cook fusion extraction balloon with multiple sizing, fs-8.5-12-15-a. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The subassembly device history record contained a nonconformance that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The catheter would not strip out over the wire [difficult zip exchange]. The pre-loaded guide wire was damaged over the hydrophillic section [coating damage] (subject of this report). [It is] unclear as to what occurred first. Additional information was received on 31-august-2018: the wire was quite damaged and the damage seems to be at 27 cm. The procedure was completed with a new wire and balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued : erbe electrosurgical generator cook fusion extraction balloon with multiple sizing, fs-8.5-12-15-a. Investigation evaluation: the sphincterotome associated with this device was included in the return of the device. Our laboratory evaluation of the product said to be involved confirmed the report. The wire guide said to be involved was returned lodged in a fusion extraction balloon. A visual examination of the wire guide showed wire guide coating damage. Wire guide coating had peeled and folded over itself between 25.8 cm and 26.1 cm. Bare core wire was observed between 26.1 cm and 35 cm from the distal end. Wire guide coating had bunched up between 35 cm and 37.2 cm from the distal end. Due to the condition of the returned device it cannot be determined if any section of the coating is missing. A kink was also observed in the wire guide approximately 95.5 cm from the distal end. A visual examination of the catheter showed several areas of rippling indicating difficulty during zip exchange. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the wire guide subassembly contains a nonconformance that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Therefore, it is unknown how or at what point the wire guide damage occurred. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all fusion pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. The catheter would not strip out over the wire [difficult zip exchange]. The pre-loaded guide wire was damaged over the hydrophillic section [coating damage] (subject of this report). [It is] unclear as to what occurred first. Additional information was received on 31-august-2018: the wire was quite damaged and the damage seems to be at 27 cm. The procedure was completed with a new wire and balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.